Manufacturer narrative:
Taper ii   the reporter of the complaint was asked to return the product for analysis. The device has not yet been received by allergan. Based upon the implant date and the serial number provided by the reporter the connector type is assumed to be a taper ii. Visual examination may determine the connector type associated with this report. Allergan has not received the product at this time. Therefore no analysis or testing has been done. Pain, food/liquid intolerance and dehydration are surgical/physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. No additional information has been reported to allergan regarding the explant date or further event details. Device labeling addresses the reported event of pain as follows: contraindications ¿the lap-band¿ system is contraindicated in: patients who are known to have, or suspected to have, an allergic reaction to materials contained in the system or who have exhibited pain intolerance to implanted devices.¿ device labeling addresses the reported event of food/liquid intolerance as follows: caution: patients must be cautioned to chew their food thoroughly. Patients with dentures must be cautioned to be particularly careful to cut their food into small pieces. Failure to follow these precautions may result in vomiting, stomal irritation and edema, possibly even obstruction. Device labeling addresses the possible outcome of dehydration as follows: "ulceration, gastritis, gastroesophageal reflux, heartburn, gas bloat, dysphagia, dehydration, constipation and weight regain have been reported after gastric restriction procedures."

Event description:
Physician reported a patient who is visiting foreign country. Patient has pain, is unable to drink, cannot eat, is dehydrated and needs fluid removed from band. Patient is receiving IV fluids in foreign country. Patient is traveling to a second country nearby to receive additional treatment from a physician with lap-band experience.